Manufacturer narrative:
The customer¿s reported problem was confirmed a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no. Case description: customer receives device with the message "check IV set", alarm on 8100 s/n (B)(4). Case resolution: customer receives device with the message "check IV set", alarm on 8100 s/n (B)(4). Explained problematic fault to the pressure sensors on the device. Customer mentions device failing system maintenance ¿door-ajar¿, task. Step 2, of safety clamp / sensors. Assisted customer to isolate problem to the ail sensor. Customer performed the analog sensor to system maintenance. Voltage reading @ 0.8xxv (bottle-side sensor). Voltage reading @ 0.9xxv (patient-side sensor). Verification of pressure sensors, working as expected. Suggested to customer to repair/replace the ail sensor. Informed customer, if any further concerns and/or issues to give a call back. End call. Ref: (B)(4).